Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the formatted history file confirmed pump error 53 and pump error 4 alarms. Problem isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarm multiple times. The blood glucose level was 10.3 mmol/l. The device will be returned for the analysis.